Event description:
Ous MDR - it was reported that 10 months after the implantation undersensing on this atrial lead was noted. The polarity was switched to unipolar. A new lead was implanted on the (B)(6), 2013. No adverse patient side effects were reported.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.